Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first firing during a thoracoscopic lobectomy, the cartridge was connected to the handle and the doctor approached the lung with the device. The doctor squeezed the handle, but the device did not advance. When checking the collected item, the device was pre-firing. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient. Nothing special happened post operation.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.